Event description:
It was reported that the patient wend to the hospital upon hearing device alert. Device interrogation showed high impedance and an interference was sensed on the electrocardiogram (egm) while the patient moved the arm. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).